Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cables. The system operates as intended.

Event description:
The customer reported the system would no display an image. No patient injury was reported.